Event description:
The manufacturer service technician reported that the device blade shoots out while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device blade shoots out while it was being serviced at the user facility. There were no adverse consequences related to this event.